Event description:
In 2008, a clinical incident involving a super multivac 50 with integrated cable was reported to arthrocare corp. During a hip arthroscopy procedure, it was reported the electrode had detached from the tip of the wand and remains in the pt's joint in the hip. There was no reported pt injury and no plans for add'l procedures to remove the fragment.

Manufacturer narrative:
The device has not yet been received for investigation. Awaiting return of the device to complete the investigation.